Event description:
Upon operation of the saf-t-intima 20g lot# 4153215 the telescoping safety cover failed to deploy leaving the contaminated stylet exposed. No injuries with exposure occurred, however the device failed to protect employee.